Manufacturer narrative:
The insulin pump was monitored and tested with no blank display noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. All operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not turn on. Customer has switched the battery 5 times and it will not turn on. Troubleshooting was performed but the display did not return. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan..